Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection, and the customer' complaint probe tip was broken confirmed. Based on the results of the investigation, the tip was broken due to the probe might have contacted with other surgical instruments, or non-insulated area as described below: the probe was contacting a surgical instrument. During output activation in seal & cut mode, the probe came into contact with hard tissue, metal or surgical instruments. This caused scratches on the probe. A force to activate the output in seal & cut mode, or a force to grasp the body tissue was applied to the probe. Therefore, cracks were branching from the scratches on the probe. A force was applied to the probe causing it to break. The probe was contacting the non-insulated area of grasping section. Grasping section was closed without grasping anything while the device was activating in seal & cut mode (this includes after tissue resection) causing the tissue pad to wear out. -since the tissue pad was worn out, non-insulated area of the grasping section and the distal end of the probe came into contact. -the output was activated in seal & cut mode in state of description stated above. This caused scratches (contact marks) on the distal end of the probe and the grasping section. The scratches indicate that the distal end of the probe was contacting the distal end of the grasping section. Cracks starting from scratches (contact marks) due to the seal & cut output or the load of tissue grasping being applied to the probe. 5.a force was applied to the probe causing it to break. However, a definitive root cause could not be identified. The following is included in the instructions for use (IFU): do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating. When cutting and vessel sealing is performed in seal & cut mode, apply light tension on the tissue so that users can confirm it is transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall off, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation -the thunderbeat instrument should be used for soft tissue. Do not activate output while grasping hard tissue such as bone or highly calcified tissue, or hard objects such as metal clips, stapler, other instruments, or forceps, and others. Otherwise, it may cause the probe tip to be scratched or come into direct contact with the metal area of the grasping section as the heat generated by the friction between the hard object and the probe tip could cause wear/deforming/split/protruding/partial separating of the tissue pad. In turn, the probe tip may break before displaying an error window or generating an alarm tone. Do not grasp or let the probe tip contact hard objects such as metal clips, stapler, or other instruments (e.g., uterine manipulator). Also, be careful to avoid contacting the probe tip with those accidentally. Particularly during activation, a scratch on the probe tip could occur due to ultrasonic vibration, which leads the probe tip to break and fall off into the body cavity. In addition, the high-frequency (rf bipolar) current flows through the metal and generates spark discharge, which may cause burns and decrease functionalities. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the thunderbeat probe tip was broken. It did not fall into the patient's body and the device was retrieved by hand. The issue occurred during the therapeutic gastrectomy. There was no delay and the procedure was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.